Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up, down and ok buttons were intermittently unresponsive. The patient reported that the keypad was damaged. The patient denied trauma to the pump. The patient denied moisture to the pump. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the up/down arrow keypad buttons were intermittently responsive and required multiple button presses to elicit a response. There was evidence of contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.